Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found sensor had a broken cannula. The remaining broken part was found inside the needle canal. See attached file for details. Unable to confirm customer received sensor damage due to customer returned opened/used product.

Event description:
The customer reported via phone call that they had a sensor anomaly. The customer took out the needle after they inserted it and there was no cannula. The customer's blood glucose level was 110 mg/dl. The product was returned for analysis.